Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Multiple blood glucose results comparisons were taken within 10 minutes (customer ran 3 different results comparisons on 3 different days): first set of results taken within 10 minutes: (actual date unknown), 490 mg/dl, 220 mg/dl , 106 mg/dl. Second set of results taken within 10 minutes on (B)(6) 2017: 207 mg/dl, 108 mg/dl. Third set of results taken within 10 minutes on (B)(6) 2017: 185 m/gdl, 91 mg/dl. The same vial of strips was used for all results comparisons taken on different days. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.